Event description:
It was reported that during a routine follow up, several episodes classified as vt, vf, and svt were detected. As per the physician, the ventricular fibrillation was correctly solved by ICD shock, while noise was actually misclassified as ventricular fibrillation. Noise was also apparent on real time egm. The physician decided to turn off all therapies. The lead was capped.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.